Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted. Unable to verify for motor error alarm due to the unresponsive act button. The motor was tested outside the device and passed motor test. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed button error and motor error. Customer's current blood glucose reading is 216 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.